Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses to treat the abdominal aortic aneurysm. One month later, the patient developed evidence of an infection. It was reported that the patient had presented with discospondylitis at the location of the lumbar disk prior to the excluder procedure. The physician stated that the discospondylitis made and aorto-duodenal fistula and then aneurysm sack was infected due to the fistula. On (B)(6) 2010, the physician explanted the gore excluder aaa endoprostheses and implanted a y graft in the treatment area. The patient tolerated the procedure but remained in the hospital for over 6 months. On (B)(6), the patient developed multi organ system failure and expired. According to the physician, the patient could not recover after the explant surgery.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.